Manufacturer narrative:
The sample and the lot# were not provided. Since the lot number was not available, the device history record could not be reviewed. A verification of the last 12 months of inspection data confirms that no issues of this nature were detected. An investigation was conducted and we were able to confirm that the process is in compliance with applicable standard production method (spm). We verified that all devices are made with qualified, tested and approved materials. We also, verified that the operators are certified in their operations. The product is randomly inspected according to the approved sampling plan, and several quality checks are conducted during the manufacturing process. The drape is produced with qualified and approve materials. Since the lot number was not provided, we were unable to confirm the traceability for the adhesive. However, a reviewed of the records for the last 12 months was verified, and based on the incoming testing results, no deviations took place with the raw materials used in the manufacturing process. Without the sample, a root cause could not be determined. We will continue to monitor complaints for any trends.

Event description:
Patient experienced a skin tear during removal of drape. Steri-strips were applied. Per md, patient is well.